Event description:
It was reported, the patient had recently been implanted with a new pump. The catheter was not replaced at the time. Per the reporter, it had been ¿hell¿ ever since the implant, noted they could not ¿regulate¿ the pump, and they thought there was something wrong with the pump. The issue started two days ago when the patient started to be like "gumby" and was very "loose". It was stated "it's like he's being overdosed by this pump". It was noted the patient¿s current condition occurred once before, approximately one month ago. It seemed like the patient spasms as though it was not working at all, and then all of a sudden it seemed like he was being overdosed. It was stated, the patient went from a dose of ¿20mg/day to 287mg/day¿. The pump had not alarmed. The patient was redirected to their healthcare provider. The pump was used to infuse baclofen. It was further reported that the patient was having their pump replaced on (B)(6) 2014 or (B)(6) 2014. The hcp questioned if the pump was malfunctioning. It was noted troubleshooting had occurred and was currently "on going". When asked how the patient was doing and if they were receiving effective therapy, the healthcare provider (hcp) noted "pending". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8598, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8731, lot# b003047n55, implanted: 2003 (B)(6); product type catheter product ID 8596, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).